Event description:
Philips received a report about gradient amplifier rack fault. A current error in z2 was seen and gc terminal was broken. It was found that the gradient coil terminal got broken. The gradient coil was replaced with a new unit, followed by system ramp up and shimming. No harm was reported related to this incident. Based on this evidence it was decided to report this incident.

Manufacturer narrative:
Based on the on the investigation performed, the root cause of the issue is identified to be software issue. It was found that the customer is still operating on software release 5.3. Data analysis shows that the customer is scanning regularly in the regions that are considered as no fly zones in software releases after 5.3. For several years, the software has included these no fly zones specifically to prevent the type of failures observed at this site. The modeling that we did on potential damage without the no fly zones predicts that the z terminal is the most critical and crack initiation is highly likely. (Y-scanning leads to breakage of z axis terminal/busbar). Improved no fly zones have been implemented in later software versions effectively prevent these failure modes. The continued scanning with the old software can trigger the onset of the next failure. Any damage that has already occurred cannot be reversed. We therefore strongly recommended to the customer to upgrade the software immediately, not only on the affected system but also on other similar systems. The issue was resolved at site with an installation of new gradient coil and the system was handed back to the customer for use.

Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report about gradient amplifier rack fault. During scanning a gradient amplifier rack fault error was reported. A current error in z2 was seen and gc terminal was broken. Based on this evidence, the incident was reported. No harm was reported related to this incident. Based on this evidence it was decided to report this incident.